Event description:
Vns pt had passed away. Pt caregiver reported that the device was initially programmed to on at the lowest settings approximately one week prior to death. The pt reportedy did not have any seizures or any other problems since the device was activated. Pt was reportedly not sick prior to death. The caregiver reported that the pt died in the middle of the night. The caregiver found the pt the following morning on the floor with one arm across their stomach and one in their pajamas. Autopsy was performed and cause of death was determined to be due to a seizure. The caregiver reported that there were no recent medication changes; however, treating neurologist dictation from last office visit one week prior to death indicates that the neurologsit questioned why the pt was taking both valproic acid and depakots and that the discussed changing the medication to depakote (500mg, extended release, 3 at bedtime), dilantin (300mg bedtime), and phenobarbital (bedtime). It is unk whether the pt had been taking the new medication prescriptions at time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Device diagnostic testing at time of initial implant was within normal limits, indicating proper device function at that time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Report is incomplete because treating neurologist's response to MFR's request for additional info was in incomplete.

Event description:
Further follow-up revealed that the death certificate listed the immediate cause of death as seizures disorder.